Manufacturer narrative:
The investigation into the pump stop and the introducer damage ¿ mechanical issue has been completed since the original report was filed. The root cause of the introducer damage - mechanical issue was not determined since the introducer was not returned. The pump was returned for investigation and was able to be restarted and continued to run. The returned pump was able to be run in the lab. There was no biomaterial found around the impeller. The root cause of the temporary pump stop issue was not determined since the temporary pump stop could not be reproduced. In accordance with updated procedures, sections d6 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella rp was placed in the left femoral and notable kink was seen in the sheath in the femoral-iliac anatomical region. 027 impella guidewire was advanced through dual lumen pulmonary artery (pa) catheter to hold position, then pa catheter advanced successfully through this kink in sheath. Pa catheter to left pa and 027 wire was buried very deep in left pa. Rp was advanced over wire and to left pa. The impella wire was removed and rp started at p2. Impella stopped alarm occurred and motor current high on aic (automated impella controller). The impella was restarted at p2 successfully. Then slow gradual increase in p level until reaching p9 with flows of 4-4.1 lpm. The case continued with no further similar alarms, only suction alarms. The case was completed. It was further reported that the patient expired. We do not have enough information to exclude impella as an associated factor in the patient's outcome. The death event occurred and no alternative cause for the death event is identified as the likely cause for such event.